Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative via a healthcare provider regarding a patient who received an implantable neurostimulator (ins) for non-malignant pain lumbar and radiculopathy. It was reported there was an issue with the ins pocket; it did not heal well and had gradually split open. It was noted there was a surgical complication but details around what the complication was remain unknown. Cultures had been taken previously and did not indicate infection. It was noted the patient had experienced chills and sweating in (B)(6) 2016. The patient then had a system replacement, and during the replacement a second culture was taken, which was positive for infection. The leads were removed and the ins was left in place. During the replacement the doctor had cleaned and irrigated the pocket well and used a tyrx pouch. After the leads were removed a pick line was implanted and the patient was put on intravenous antibiotics. The rep did not know the results of the two cultures that had been taken. There was no known trauma or falls or unrelated medical procedures that could have contributed to the pocket dehiscence and infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.